Event description:
During a transfer of a pt, the head sling loop of the sling detached from the sling bar hook. The pt fell out of the sling and the pt's head came into contact with the base of the lift. It was reported that the pt expired as result of the fall.

Manufacturer narrative:
Hill-rom received a report that an alleged death of a pt from a fall had occurred while a pt was being transferred using a hill-rom golvo mobile lift and an original highback sling. This incident occurred in a nursing facility in (B)(6). Hill-rom personnel investigated the event. It was determined several factors led to the fall all related to a failure to follow the user guide and failure to maintain the lift in proper condition. The factors are listed below: first, the pt was placed in the sling and the sling loops were attached to the sling bar improperly by attaching the loops for the foot end of the sling to the sling bar before attaching the loops for the head end of the sling bar. Hill-rom's user guides instruct to attach the head end loops first to ensure if there were to be a detachment that the foot end would likely be the loop to detach. Second, prior to the lift, the caregivers positioned the lift to be used parallel to the bed to perform a side loaded lift. Hill-rom's user guides instruct not to use the golvo lift for side loaded lifts. A warning informs that using the lift for side loaded lifts causes the lift to become unstable as the load is outside the legs of the device. The lifting height of the golvo is reduced during side loaded lifts. In this case, it was reported the caregiver used the golvo at maximum height. Third, in order to gain add'l lifting height, the pt's bed was lowered prior to starting the lift. When then the bed was lowered, the frame was mistakenly lowered on top of the lift's leg, locking it in place. Upon starting the lift, the caregiver wanted to move the pt from the bed to a chair. Since the lift was locked under the lowered bed, the caregivers were unable to reposition the lift. In attempt to unlock the lift from the bed, the caregiver raised the height of the bed. When the pt in the sling was lifted up by the bed, the load on the sling loops was relieved and the head sling loop slipped out of the sling bar. Fourth, under normal conditions a "safety latch" designed to keep the sling loops captured within the sling bar when not under load would have helped prevent this event. The sling bar used on this lift has a safety latch that was worn to a point where it no longer functioned to keep the loops captured when not under load. The pt fell backwards out of the sling as the head sling loop was detached first as it was the last loop improperly placed on the sling bar. The pt's head fell onto the golvo base and the pt expired. The lift involved in this event was inspected. The overall condition of the device was very poor and there was evidence of chronic misuse. In addition to the worn safety latches on the sling bar, the lift should significant wear on the lift strap consistent with side loading lifts. Side loading lifts will cause the lift strap to twist over time, which was seen on this device. The customer could not produce any record of the required periodic maintenance inspections required to safely maintain the device. The device used in this incident was produced in 2000.